Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that in preparation for a case, the system displayed an error with the following message: "an internal error has occurred and the application must restart, (code: #64)". The issue occurred during navigation; the system was connected to the microscope and they were able to register (<(><<)> 2.1 millimeter (mm) registration accuracy), but the error occurred during navigation. Navigation was aborted. There was no known impact to patient's outcome and surgical delay was not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: , UDI#: h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured the segfault in qmlguiservice pointing to libqt5gui.so.5.6.3, the core file was empty library on the date of issue. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the procedure type during this event was a cranial resection. There was no delay to the procedure, and no impact to the patient¿s outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.